Manufacturer narrative:
Follow-up # 1 ¿ (12/09/2014). The patient¿s test strips have been returned on 10/29/2014 and evaluated by lifescan product analysis on 11/27/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began 6-7 months ago at an unknown time. The patient reported that prior to testing with the subject device; he was experiencing symptoms of ¿shaking¿ which he associated with low blood glucose. The patient reported that prior to developing the symptoms, he had tested earlier in the day but did not recall the result obtained on the subject device and continued with his usual daily diabetes treatment plan. He tested back to back on the subject meter approximately 5-10 minutes after the symptoms started and observed values of ¿8.2, 12.9, 7.2 mmol/l¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. It is not known what range the patient considers to be normal. The patient reported testing his blood at least 8 times per day and manages his diabetes with metformin ¿ (500mg) 2 in the morning, 2 in the evening, novorapid insulin ¿ (sliding scale, taken with meals) and levemir ¿ (34 units, before bedtime). The patient reported that he went for a walk, drank water and took 2 flax seed oil capsules and felt better after 1.5 hours. No other device was used for testing. The patient reported that regular exertion due to physical activity may have been a cause of his low blood glucose symptoms. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Quality control testing was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred. There was no indication that the patient¿s symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.